Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30739592l and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6) female patient ((B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. After radiofrequency was started, the patients¿ blood pressure dropped to 40, and drainage was performed. Blood pressure recovered after about 200 ml of arterial blood was removed from the patient's body. The procedure continued without any problem and the procedure was completed. The patient's condition remained uneventful with normal blood pressure at the end of the procedure. Arrhythmia was resolved after the procedure and sinus rhythm was maintained although the patient was still hospitalized. After the procedure, the hospitalization period was prolonged because of pyrexia, etc. The patient fully recovered. The physician commented that the event was unrelated to the bwi product. Per the physician: ¿honestly, I don't know when cardiac tamponade occurred. During the first ablation of the posterior left atrium, blood pressure was dropped, but contact force did not increase, and it is unlikely that the ablation would result in cardiac tamponade.¿ atrial septal puncture was performed using an rf needle. Ablation was performed before pericardial effusion was identified. Steam pop was not confirmed. The irrigation catheter¿s flow rate setting was 35w 15ml (standard). A smartablate generator with an unknown serial number was used in this event. No error messages were observed on biosense webster equipment during the procedure. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. Force visualization features used were real time graph; dashboard; vector; visitag with the visitag module parameters for stability set at 2.5mm / 3sec / fot3g 25% / tag size2mm. The additional filter used with the visitag was fot and the color options used prospectively was tag index.